Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained from the center on v side approach. The 90% stenosed target lesion was an area of in-stent restenosis (isr) located in the moderately tortuous and moderately calcified left forearm shunt. A 4.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilatation. However, during second inflation at 14 atmospheres for 60 seconds, the balloon ruptured. The procedure was completed with a non-bsc device. No patient serious injury nor complications were reported.